Manufacturer narrative:
During the requested site visit, the field service representative (fsr) inspected the analyzer and replacement of the tubing, peristaltic head (rohs)_part number 7-202464-0 leaking from the cuvette wash. The replacement of part tubing, peristaltic head (rohs) (7-202464-01), which resoled the issue. A review of the alinity ci processing module, serial number (B)(6) service history was performed and no additional erratic results pre- or post the current complaint were identified. A review of tracking and trending of the alinity c processing module did not identify any trends associated with the complaint issue. A review of tracking and trending did not identify any trends for the tubing, peristaltic head (rohs). A review of historical data revealed no trends, systemic issues, or related nonconformances. The alinity ci-series operations manual and alinity c service documentation provide adequate information regarding the troubleshooting of erratic/discrepant results and the removal, replacement and verification of part number 7-202464-01 tubing, peristaltic head (rohs). A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the alinity ci processing module, serial number (B)(6), or the tubing, peristaltic head (rohs).

Event description:
The customer observed falsely decreased sodium results on alinity c processing module for multiple patients. The results provided were: sid (B)(6) initial= 114 mmol/l /repeated =137 mmol/l. Sid (B)(6) initial=120 mmol/l /repeated= 140 mmol/l. There was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6) and (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.